Manufacturer narrative:
Inspection of the returned device revealed the guide was broken approx 1/4 inch distal to the guide tube. The guide tube was slightly bowed. No other abnormal observations were noted. A review of the device history record for this lot did not produce any findings relevant to this report. The results of the investigation did not yield any mfg or component defect. Based on the event description, the probable root cause is that the device broke due to significant resistance upon insertion.

Event description:
Reported due to guide break. The physician attempted closure of an arteriotomy access site with the perclose proglide device after a diagnostic procedure. The procedure was performed via the right common femoral artery. Fluoroscopy was performed prior to the procedure. The site was confirmed and the vessel was reported to be in "decent shape." Reportedly, the pt had "lots of scar tissue" and the physician admits to having been "forceful" while using the device. The device broke outside the body, during the insertion process. Hemostasis was achieved with an angio-seal closure device and no adverse pt events were reported. Although requested, no additional info was provided.